Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced three events in which the cannula was either accidentally bumped or pulled out after catching on an object. She stated that each time the cannula was pulled out from the infusion site, it resulted in leakage. Additionally, the patient reported hard, swollen spots beneath the cannula when applied to her abdomen. She indicated a history of hypersensitive skin and noted that after changing the cannula as per protocol, the infusion site appearance improved and recovered quickly.